Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined; however potential root causes are listed. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that aspiration failure was confirmed during ultrasound. The product was replaced and the procedure was completed. There was no patient harm.